Event description:
It was reported, via a personal interaction, that a prowler select plus 150/5cm (606s255x/ 30772055) and an enterprise2 4mmx23mm no tip (enc402300/ 7014929) was used for a mechanical thrombectomy procedure of the right vertebral artery for acute cerebral infarction. After the first thrombus retrieval attempt, a vascular dissection was observed. To treat the dissection, the enterprise2 stent was deployed via the prowler select plus microcatheter; however, the proximal side of the stent did not fully expand. The treating physician was required to implant two additional stents (neuroform atlas & precise) to adequately cover the target lesion. It was reported there was no negative impact to the patient. The event was reported as such, ¿the procedure was a mechanical thrombectomy of right vertebral artery for acute cerebral infarction. Left vertebral artery was chronic obstruction. After 1pass by combined technique using stent retriever and accesses catheter, vascular dissection occurred at the lesion. The left va had been obstructed, so the physician decided to place a stent because it was deemed high risk to take the time. The prowler select plus microcatheter was placed basilar artery, and the enterprise 2 was inserted and deployed at the lesion. Since a proximal side of the enterprise 2 stent was not fully expanded, required an additional stent. No another new enterprise 2 stent was stored at the hospital, neuroform atlas was used and implanted overlapped a proximal side of the enterprise 2 stent. One more additional stent (precise) was implanted proximally, and the procedure was completed. There was no negative impact on the patient. The patient's condition was unchanged from the time of transport. Continuous flush was done. The lesion was right vertebral artery. Other concomitant device was prowler select plus microcatheter.¿ no further information is available.

Manufacturer narrative:
Product complaint # (B)(6). Section e1. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 stent can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In this case, there were no reports of resulting patient harm. However, the event required the surgical intervention of implanting two additional stents to adequately cover the target lesion. Due to the surgical intervention required to preclude patient harm, this event does meet us FDA reporting criteria under 21 crf 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.